Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician direct stented a taxus express2 8.8% 3.0 x 12 mm drug eluting stent in the left anterior descending artery. The stent was fully deployed at 14 atms and the balloon was deflated. The balloon was stuck to the stent upon removal. The guide was sucked into the vessel and the balloon was released from the stent. No vessel trauma or patient complications were reported.